Event description:
A user facility reports that during intraocular (iol) surgery, a vitrectomy was done due to increasing pressure in the eye. The association between this event and the iol is not known. Additional info has been requested.